Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found device was received in bvvi mode. Device image analysis indicated average monthly battery voltage and current trends were normal. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The backup condition is consistent with a slow/fast watchdog trigger caused by an unknown code corruption. Field information indicated that the device was not exposed to emi and was not in bvvi mode at explant. The backup condition is consistent with electrocautery exposure at explant but there were no visual indications on the device to confirm this. The associated leads were not returned for analysis to inspect for electrocautery exposure. As a result of this finding, abbott is performing further investigation.

Event description:
This report is to advise of an event observed during analysis.